Manufacturer narrative:
Concomitant medical products: 4136 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported upon review of a remote transmission by a monitoring service that the right ventricular (rv) lead triggered alerts for undefined high pacing impedance, high threshold, and out of range rv coil impedance. The rv lead also exhibited elevated sensing integrity counter (sic) and noise was noted on a stored electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.